Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed using a 2.5mm balloon. A 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Slight resistance was felt. The device was removed and it was noted that the distal edge of the stent struts were lifted. The procedure was then completed with a non-bsc device. No patient complications were reported.